Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the sheath appeared normal. Guide wire patency testing was performed; the guidewire was backloaded without resistance or any issues noted. Based on the investigation findings, the device performed according to specification, therefore, the root cause for reported complaint could not be determined. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported by service report that the power cord is damaged. No pt involvement or adverse consequences are reported.

Event description:
It was reported that a physician trained in the use of the prostar device attempted pre-closure of the common femoral artery after aortic balloon valvuloplasty. After deploying the sutures, it was not possible to pass a j-tipped guidewire back through the device to exchange it for the large sheath. The j-tipped wire seemed to be stuck within the shaft of the prostar. However, it was possible to pass the stiff straight-tipped end of the guidewire through the entire shaft and by carefully maintaining the stiff end position the physician was able to exchange it for a 10f sheath then upsize to 12fr. Hemostasis was achieved with this device by tying the deployed sutures. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (Age at time of event): the facility reported 3 similar events that occurred on the same day with 3 different patients, with the same type of device. The ages for the three patients provided were (B)(6), (B)(6) and (B)(6). This report is for one of the three events received; however, a correlation between the provided ages and a specific case was not provided. (Sex): this report is for one of the three events received. It was only indicated that one of the patients was a female; however, a correlation between the provided gender and a specific case was not provided. The other 2 events reported by this facility are being submitted under a different manufacturer report number under the same part and lot# combination as this report. Cine containing two sets of images was received from the facility; however, the facility declined to provide a correlation between the cine and a specific patient. The images were reviewed by a clinical professional manufacturer representative who concluded that the images demonstrated a j-tip wire within the prostar sheath unable to pass through into the iliac and a stiff wire able to move freely within the prostar sheath. (B)(4).